Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent or kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer called to report on (B)(6) at dinner time, his blood glucose was measuring 62 mg/dl. His bg was measured again at 1:00 am which read 462 mg/dl. He then gave a correctional bolus of 6.50 units of insulin. Around 6:00 am, he gave himself a bolus of approximately 11 units of insulin. Then at 7:45 am, his bg measured 435 mg/dl and upon removal he noticed the adhesive had come loose which he though caused the cannula to become bent or kink.